Event description:
A hospital in (B)(6) reported via our distributor that a connector in each of 2 rt225 infant bias flow breathing circuit kits were allegedly 'deformed'. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This alleged malfunction was reported to fisher & paykel healthcare ('fph') by a distributor in (B)(4). The product is not sold in the USA but is similar to a product sold in the USA with a 510 (k) of k020332. Method: the subject connectors were returned to fph and visually examined. The complaint components in both rt125 breathing circuit kits were identified to be offset adapters. Results: our inspection of the components indicated no fault with the adapters. It appears that another component of the accessory kit had partially lodged itself into the complaint adapter, giving the appearance of a 'deformed' connector. Conclusion: our results indicate that both offset adapters were within product specs. The accessory bag of the rt225 breathing circuit kit contains a number of adapters and connectors. It is likely that movement during transport or storage could have caused one of these components to slide into the said adapter and partially lodge itself within its hollow. The components could easily be separated without affecting their function. This is the first reported complaint of this nature we have received.